Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced a signal loss greater than one hour. The patient was at the hospital for a normal appointment when she started to not feel well and began to have issues seeing. She walked to the emergency room where they took her blood glucose and according to the patient the value was ¿less than 50¿. The patient reported she was admitted due to the low blood sugar levels and was discharged two days after. The patient does not recall what type of treatment she received. At the time of the report the patient was in a normal condition. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.